Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy when 2 devices were used for pulmonary parenchyma resection, at first attempt, the surgeon tried to fire the device, however could not squeeze the handle. Replaced by new device, however the same event occurred. Replaced by competitor's device, and the firing was completed. The sales rep checked the cartridges in question and noticed the staples was slightly pushed up. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reloads were pre-fired and engaged in interlock. There were staples protruding from one of the proximal staple cartridge channels. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lobectomy when 2 devices were used for pulmonary parenchyma resection. At first attempt, the surgeon tried to fire the device, however could not squeeze the handle. Replaced by new device, however the same event occurred. Replaced by competitor's device, and the firing was completed. The sales rep checked the cartridges in question and noticed the staples was slightly pushed up. No patient injury.